Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was no image and a scope communication error (e315) displayed. When the plug body as dismantled, the moisture indicator had been triggered. This event was likely due to fluid ingress during the manual leak check or during the cleaning process and is therefore typically attributed to user handling. Referencing a quality trend analysis for the reported event it has shown that fluid inside the plug body can result in image issues temporarily affecting the video image and other electrical functionality. Upon further inspection, it was observed that there was excessive water leakage and ingress in the scope connector. It was also observed that the scope did not pass the electrical safety test. It was observed that the scope did not pass the automated air leak test due to leaking air. It was also observed that the adhesive on the light guide cover glass and the optical cover glass was worn. It was observed that the adhesive at the distal end was lifting. It was also observed that the insertion tube had evident delamination. It was observed that the button on switch one had a hole. It was observed that the bending angle in the up, down and right direction did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope displayed error code e315 (scope error, image problem). There were no reports of patient involvement or injury.